Event description:
On (B)(6) 2022, the customer from (B)(6) reported that the probe was leaking and there was air in the tubes of the syringe. Customer has other autostainers for testing. The fse went on-site and inspected the instrument. The aspiration and dispense check valve was found to be defective and got replaced. The syringe, stopcock and 2-way pinch valve were replaced as a precaution. Staining has not been affected; customer only reported the probe was leaking once in a while. The instrument was repaired. The instrument is fully operational, within specification and ready for the user. No harm or misdiagnosis was indicated.

Manufacturer narrative:
This malfunction may potentially impact staining performance. No erroneous staining result was reported by the customer in connection with this incident. No patient or user harm was indicated. Patient information has not been provided by the user.